Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was reported to be an infant. Therapy dates - the event was reported to have occurred during the week before the date of the report. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp of an interlink buretrol solution set failed to stop flow. The reporter stated that the buretrol chamber ¿filled completely with fluid even though the roller clamp between the buretrol and the intravenous bag was completely closed.¿ the reporter stated that no medication was involved, and the "issue was caught before harm." The reporter indicated that this occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.